Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflation unit rings and then switches itself off. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of the insufflation unit ringing and shutdown was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: led on the control panel does not light up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the shutdown: the most probable cause of shutdown and the led not lighting up is expected or random component failure of the printed circuit board without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.